Event description:
It was reported externalized conductors were observed. The lead was explanted and replaced. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.8-13.0cm from the distal tip electrode. Internal insulation abrasion was noted at 36.7-37.2cm from the distal tip electrode. The (B)(4) coating was intact at these locations.